Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown and it was unknown if the death was device or therapy related. No further information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Information later received stated that the hospital had only been notified of the patient¿s expiration much later after the event; therefore, they had no information regarding the cause or details leading up to the patient outcome, or whether the pump had operated as intended. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13aug2019. The heartmate 3 lvas instructions for use (IFU) (rev. G) and the heartmate 3 patient handbook (rev. G) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.